Event description:
It was reported that the device was used during a realize band procedure. The tubing came off the port and was replaced with a new one during the initial implant of the device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.